Event description:
Per the audiologist, the patient underwent revision surgery in 2006 due to the receiver stimulator not sitting securely in the well. Per the surgeon, he placed two sutures over the receiver stimulator which held the device in a good position. Per the audiologist, there have been no other complications.